Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient needs a MRI and is non-compliant with charging so needs trickle charge to get MRI. Will attempt to assist.  Patient is reported to have not charged her implant in more than 5 years, and rep is working on recovering the patient's battery ( is on the third hour). Patient does not have patient programmer. Attempted 5 charge cycles and no battery recovery. Patient¿s daughter contacted me to say MRI had been cancelled and patient was discharged. Rep reports patient is in the hospital for a reason unrelated to her neurostimulator. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received. The reason for call was caller reported the implant never quite worked for the patient since the time of implant. Caller stated they had tried reprogramming and it became more and more of an uncomfortableness in the groin area and was just unbearable. Caller stated they tried fixing it several times and it never worked so they just stopped. Caller added that at the last reprogramming appointment in what might've been may of 2023 the mdt rep tried for hours to try and charge it and couldn't and went to "a plan b and not doing anything with it because they couldn't charge it." Caller reported the implant "won't take a charge or anything."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.